Manufacturer narrative:
Concomitant medical product: model 3186(2), scs lead, model 3660 scs ipg. Model 1192 lead anchor. Therapy date unknown.

Event description:
Reference MFR. Report number: 3006705815-2019-00763, 3006705815-2019-00764, 3006705815-2019-00765, 1627487-2019-04937. It was reported that the patient was diagnosed with an infection at lead and ipg site. As a result, the scs system was explanted. Patient was treated with antibiotics. No further information is available.